Event description:
It was reported that during a davinci si hysterectomy procedure, the surgeon noted a hole on the mcs tip cover accessory installed on the monopolar curved scissors instrument. According to the information provided by the scrub technician, while the surgeon had the monopolar curved scissors instrument in his left hand and the grasper instrument in his right hand - arcing from the mcs tip cover was noted to the bipolar instrument. No patient injury occurred.

Manufacturer narrative:
Isi contacted surgeon and dr. (B)(6). According to the information provided by dr. (B)(6), there was arcing from the monopolar curved scissors (mcs) instrument to the uterus during a dvh procedure. No patient injury occurred during the procedure. The mcs tip cover was replaced by a new one and the procedure was completed successfully. A procedure video was available and reviewed, during which the arcing event was observed. The procedure video showed as collisions with the precise bipolar instrument made 2 dents in the mcs tip cover. Per the procedure video during collision - the mcs tip cover accessory catches the gears of the bipolar precise instrument, creating a noticeable tear. The procedure video also revealed that the arcing event occurred as the result of instruments clashing. The mcs tip cover has not been returned for evaluation. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. The tip cover instructions for use (IFU) specifically states: general precautions and warnings inspect the tip cover accessory periodically during use. If any damage or tears are observed, replace the tip cover accessory with a new one. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Warning: failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns.